Event description:
It was reported that the customer's pump screen was dark and would not turn on. Blood glucose levels did not exceed 500 mg/dl and stayed within a non-adverse range. The customer was instructed to plug the pump into a power source with working charging supplies. After doing so, the pump screen turned on and the wake button functioned properly, allowing the caller to access pump features without being plugged in. The customer acknowledged that the pump was now functioning as intended.